Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a service required message was identified in the downloaded error log. The device's sensor pca was replaced to address this issue.